Event description:
It was reported that sometimes post a port placement via subclavian vein approach, the air allegedly entered the artery. It was further reported that this may have been caused when the catheter was placed through the sheath. Current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the subclavian vein approach, the air allegedly entered the artery. It was further reported that this may have been caused when the catheter was placed through the sheath. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported air embolism issue as no objective evidence was provided for review. The investigation is confirmed for the identified improper procedure issue as the follow-up states the sheath exit was not held down with a finger during the procedure which was against the instructions for use. The definitive root cause for the reported air embolism issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: the instructions for use states, warnings: ¿ during placement through a peel-away introducer sheath, hold thumb over exposed opening of sheath to prevent air embolism. The risk of air embolism is reduced by performing this part of the procedure with the patient performing the valsalva maneuver. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.